Event description:
The customer reported a malfunction on the pump, identified as malf 6. There was no adverse impact on the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and the malfunction did not recur after the reset. The customer was instructed to continue using the pump and to contact support if the issue reappears.